Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-17656. It was reported that the patient presented for a right ventricular (rv) lead revision. Prior to the procedure, the patient presented in clinic with diaphragmic or phrenic nerve stimulation and the rv lead was dislodged. Imaging confirmed the dislodgement and during the procedure, fluoroscopy showed that the lead was completely pulled back into the pocket. The lead was explanted and replaced. Also, more slack was offered to the existing atrial lead, which appeared to improve sensing slightly. The patient was in stable condition.